Manufacturer narrative:
The pump passed the displacement test and self test. Successfully downloaded history files and traces using thump. During download history review no relevant alarms confirm in download history files to confirm complain code. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, label damage (stained) and scratched case. In conclusion, customer concern for cosmetic damage at the back to where opposite side of reservoir was not confirmed, however, other cosmetic damage confirmed where cracked keypad overlay and scratched case were noted. Pump error 63 was not confirmed during testing or in the history files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided, due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced pump error 63 (hardware low level failures), damage (physical or cosmetic). The customer reported, no adverse event. The event involved product(s) mmt-1885. Customer reported, physical damage (crack or scratch) on the pump. Not related to the retainer ring. Customer reported, receiving a pump error. Customer was able to clear the error and complete rewind, if requested. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1885 was requested. And customer response was, the device will be returned.